Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site reminders were not annunciating as intended. Customer declined troubleshooting with tandem technical support. Customer's blood glucose level was not impacted.